Event description:
It was reported that the right atrial lead exhibited high thresholds and intermittent sensing. The lead was explanted and replaced. No patient symptoms or additional information was reported at this time.

Event description:
New information reported stated that the patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).